Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2013; inratio: 1.1; lab: 2.8. Time between tests: 20 minutes. Therapeutic range 2-3.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with reference results provided by end-user at time complaint was filed: date: (B)(6) 2013, inratio result = 1.1; reference result = 2.8, mean = 1.95, confidence limits = 1.3 - 2.7. The mean of the inratio meter and comparative system inr was calculated. Both inratio and reference values fall outside the limits, so the criteria were not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. In-house therapeutic donor testing performed on reported lot 312532 on (B)(6) 2013 yielded the following results: donor: (B)(6); inratio: 3.2, 3.4, 3.9; reference: 2.97; bias threshold: 1.97 - 3.97; %cv: 10.30. Donor (B)(6); 2.5, 2.6, 2.6; 2.47; 1.47 - 3.47; 2.28. All replicates for each donor were within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria had been met. No further investigation required. Conclusions: analysis of the client's data from repeat inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met accuracy and precision criteria. Root cause could not be determined from the info provided by the customer. As of 08/12/2013, (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action no further action is required at this time. This issue will subject to tracking and trending. No corrective action required at this time as no product deficiency was established.